Event description:
It was reported that device contamination occurred. During preparation of an 8x40x135/ 6f reduced profile wallstent, the device became contaminated and lost sterility as it was being exchanged. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The device was received with a 0.035inch wire inserted through the device. The guidewire was removed and measured. The outer diameter of the wire measured 0.035inch which is the recommended size wire for use with this device. A visual and tactile examination was performed on the returned wallstent device. No kinks or damage was identified along the surface of device. The deployment was handle was pushed to expose where the crimped stent should have been present. When the outer sheath retracted, it was identified that the stent had been deployed from the device and was not returned for analysis. An examination of the stent cup and stent holder identified no issues. No other issues were identified with the device.

Event description:
It was reported that device contamination occurred. During preparation of an 8x40x135/ 6f reduced profile wallstent, the device became contaminated and lost sterility as it was being exchanged. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported.